Manufacturer narrative:
Date of event: only event year is known. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient experienced an infection after peek cranioplasty surgery which was performed a month ago. The peek implant was removed, and the surgeon intends to reuse the implant on the patient once the infection is under control despite the fact that peek implant is recommended (under peek psi instruction for use) for single use should it be soiled with tissue and blood. Concomitant devices reported: psi 120*100*40 peek (part number sd800.434, lot unknown, quantity 1). This report involves (1) unknown screws: trauma. This is report 2 of 2 for (B)(4).